Manufacturer narrative:
This pt was admitted for coronary evaluation due to unstable angina. The pt was currently taking aspirin, plavix, an unk anticoagulant, statins, ace inhibitors, and beta-blockers. Labs and vital signs upon admission revealed mild hypertension (174/77mmhg). Cardiac enzymes were within normal limits. Angiography revealed a restenosis of the vision stent in the proximal to mid-lcx. This was described as a 35mm. The 100%, chronically occluded (>3months), irregular, eccentric, c type lesion. There was no flow through the vessel. Additionally, angiography revealed a 70% de novo, smooth, concentric, b2 type, lesion in the bifurcation of the proximal and mid left anterior descending artery (lad) and the diagonal branch. Flow through the vessel was timi iii. Heparin was administered. The lcx lesion was predilated with a 2.0 x 20mm balloon inflated to 12 atms. A 2.5 x 33mm cypher select stent was positioned within the lesion and was deployed to 12 atms with satisfactory results. The stent was post dilated with a 2.5 x 33mm balloon inflated to 14 atms. Residual stenosis was 0% and flow through the vessel was timi iii. This followed deployment of a second 3.0 x 8mm cypher select stent at 12 atms. The bifurcation of the lad and the diagonal branch was double wired. The bifurcating lesion was not predilated prior to stent placement. A 2.5 x 13mm cypher select plus stent was positioned within the lesion, at the ostium of the diagonal branch, and was deployed to 12 atms with satisfactory results. Then, a 2.5 x 13mm cypher select stent was positioned within the lad, across the ostium of the diagonal and was deployed to 12 atms (t-stenting technique). The stents were then post dilated via kissing balloons with a 2.5 x 12mm balloon, and a 2.5 x 13mm balloon inflated to 14 atms (both). The pt was discharged after one days hospitalization with orders for daily administration of aspirin, plavix (6 months duration), statins, and beta blockers. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference manufacturing reports #9616099-2007-02214, 9616099-2007-02215 and 9616099-2007-02216. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that eleven days post index procedure, the pt experienced angina pectoris. An exercise stress test at this time showed ischemia. Medical management of the ischemia included isosorbide mononitrate (ismn). The pt was not a candidate for another percutaneous coronary intervention (pci) due to the complexity of the previous stenting procedure. At one month follow-up, the pt complained of angina. Four and 1/2 months later the pt was hospitalized due to syncope and at this time the aspirin dose was changed to 300mg on alternate days.